Event description:
It was reported that the colonovideoscope had a distortion in image. The event occurred during service or maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image glitches. A root cause could not be identified. Based on the results of the investigation, the most probable cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.